Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pt's to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that she "is having a reaction" at the pod site "where the cannula is inserted." She described the site as "a sore that looks like a ring worm". She had met with her doctor, who prescribed an ointment. Insulet customer support also recommended that she visit the omnipod website for "further suggestions on barriers that might help". The pod will not be returned for eval.